Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, the lens did not unfold in the eye. During manipulation of the lens, the capsular bag tore and a vitrectomy was performed. The lens was exchanged during the same procedure with another model lens. No further information is anticipated.

Manufacturer narrative:
The product was returned for analysis. Both haptics were bent-gusset and distal area. The optic was torn/split (possibly cut) into two pieces. Unable to conduct fold testing due to the optic damage. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested and received.